Event description:
It was reported the pt had a loss of therapeutic effect and was unable to adjust their stimulation after surgery. The pt had surgery "regarding scar at pocket site" on (B)(6) 2010. A few days after the surgery, pt saw their physician but was not reprogrammed. Pt also reported a power on reset condition. The pt's status was undetermined at the time of the report. Additional info has been requested and will be made available as follow up as it becomes available.

Manufacturer narrative:
(B)(4).